Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm micl 13.2 implantable collamer lens of -9.50 diopter lens reported;y fell apart during loading. No patient contact. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.